Event description:
The pt has two occipitale leads (for off-label use) with the same lot number. It was reported the pt's scs system was explanted due to the system not helping the new pain area in the back of his head and possibly aggravating this area more when stimulation is on.

Manufacturer narrative:
Results: the complaint of "pt discomfort" was not confirmed. The returned leads were incomplete and cut, which is consistent with the explant procedure. All lead segments were inspected under the microscope and revealed slight discoloration in one of the stimulation end lead segments. The rest of the lead body segments were clean and clear. No breach was observed in the lead body segments. All six lead segments passed the continuity test. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.